Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low-level failures alarm (variable 3) confirmed in the device history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the device failed the audio test. They also had recurring hardware low level alarms. The customer¿s blood glucose during the incident was 114 mg/dl. The device failed troubleshooting. The device will be returned for analysis.